Event description:
It is reported that the pt was revised due to recurrent dislocations.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: dislocation may be caused due to one or a combination of the following factors: malpositioning of the hip replacement implants, neuromuscular problems or other medical conditions, excessive weight gain or physical activity, failure to preserve the strength in the abductor muscles. Failure to restore leg length and/or proper tension of the tissues around the hip. Poor quality of bone, prior surgery or fracture through the hip joint. Pt not adhering to the rehabilitation protocol/precautionary instruction. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation , the need for corrective action is not indicated.